Event description:
The customer reported that while the unit was in use on a pt for two hours, the unit shutdown and no audible alarm sounded. The pt was switched to another unit and therapy was continued. No pt injury was reported.